Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "tops pop off after the tube is analyzed and re-capped with the original top when using product 367960, lot 2132115."

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "tops pop off after the tube is analyzed and re-capped with the original top when using product 367960, lot 2132115."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 photo from the customer in support of this complaint. The photo was evaluated and shows tubes in a tray with a translucent closure on one of the tubes that is not applied at the time of manufacturing. Additionally, 100 retention samples were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. Furthermore, 10 retention samples were functionally tested and no issues were observed with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Bd was unable to confirm the customer¿s indicated failure mode as no samples were returned, and the failure mode could not be seen in the photo or duplicated in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.